Manufacturer narrative:
(B)(4). The reporter advised that upon visual inspection of the device that its lid latch had broken off and that the on/off button would not power the device on when pressed.  Physio-control advised the reporter that the device is not field serviceable and no longer under warranty.  Physio recommended that the customer permanently remove the device from service and obtain a replacement unit.  The device has not been returned to physio-control for evaluation.   The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on when prompted.  The issue was discovered during a training session and there was no patient use associated with the reported event.